Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence - urgency frequency. The person that answered the phone stated that the patient was in the hospital. He said it was because of her recent procedure. There was no diagnosis or troubleshooting performed. Additional information received on (B)(6) 2020 stated that she just got home from the hospital last night from the procedure. She had an infection and a ball of blooding her stomach. She received two units of blood. She is in so much pain today that she took a pain pill. She had not done that before even in the hospital. Additional follow up was requested via phone and patient stated that when they were putting the lead, they cut her somewhere internally and she was bleeding and had to stay in the hospital for 4 days. Patient confirmed she is no longer bleeding but is planning to schedule a cat scan to see if they are bleeding internally. Patient also stated that they are still hurting and is taking sponge bath every day and is unable to do their house chaos. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Review of MDR and/or additional information received shows that there is no information to reasonably suggested that the device in this report may have cause or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient did not stop taking plavix as instructed. The main cause of the patient's blood diagnosis is her blood thinner. The patient had to have blood transfusion. No further patient complications are anticipated or expected as a result of this event. ***MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable***